Manufacturer narrative:
The returned device was evaluated and the soft cannula was not observed to be bent, kinked or otherwise damaged. The pcb was observed to be corroded. During the leak test fluid was able to flow through the complete fluid path as intended. No leaks or blockages were observed. The battery voltages were measured and found to be lower than expected. Download data generated an 0xbf, agc bolus command received too late, alarm. No timeouts or drive stalls were observed in the data. Inspection of the bottom housing and e-seal found no damages. No other damages or defects were observed on the device. The cause of the reported dislodging could not be determined. The cause of the hazard alarm could not be determined.

Event description:
It was reported the patient's blood glucose level read high (>500 mg/dl) while wearing the pod. When removed from the infusion site, the pod's cannula was found to be dislodged as well as bent. In addition the patient reports the pod was leaking during wear.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. In addition we are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.